Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with an ovation ix main body. A rep was notified on (B)(6) 2018 that there was a downward limb migration from the distal part of the main body graft. On (B)(6) 2017 a secondary procedure was performed. During the intervention, additional limb stent grafts were implanted. The physician had first layered a viabahn distal to our graft. That fixed the outflow problem but clot was still present out of the ovation limb. Additional limbs were implanted that fully covered that previous ovation limb and viabahn.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the reported aortic stenosis and right iliac to femoral artery occlusion which was most likely related to the device. Procedure related harms for this complaint could not be determined. The final patient status was not reported. Additionally, the clinical assessment determined that there was evidence to reasonable suggest right axillary to femoral bypass graft for aortic -bilateral -iliac occlusion that occurred and were not included in the event as reported. The surgical intervention for aortic bi-iliac occlusion event was discovered on (B)(6) 2018, during review of the angiogram on (B)(6) 2018. Root cause for the reported events was determined to be due to the twisted ab body and low placement of limb stents below the third ring, and extension of right iliac stents in (B)(6) 2017, was ineffective. The device was not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.